Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in clinic. Upon review, it was noted that left ventricular (lv) exhibited high capture threshold. The lead was reprogrammed. Patient condition was stable.